Event description:
(B)(4). My periods are excessively heavy with tennis ball blood clots. I bleed through pads in an hour. I've gained a lot of weight. My hair falls out. I'm always cramping and in pain. My left eye has twitched ever since I got essure. I have constant flutters in my cervix. Sex is painful. My periods last 8-12 days.